Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances on the leads. Reprogramming was performed and it was successful. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)). The returned leads was analyzed. The allegation of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause was traced to component failure.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances on the leads. Reprogramming was performed and it was successful. The patient underwent a lead replacement procedure and was doing well post-operatively.